Event description:
Viperslide 100 ml (lubricant) made by csi (cardiovascular systems inc.) Looks nearly identical to intralipid 20% 100 ml made by fresenius kabi. When this cath lab product (viperslide) was erroneously returned to the pharmacy it was nearly confused with intralipid and dispensed to the neonatal intensive care unit for nutrition support, which could have been catastrophic. This mistake did not reach any patient but strongly suggest that some packaging changing be required to improve patient safety.